Manufacturer narrative:
Device evaluation & resolution and disposition: device evaluation: the unit was received at the international service center. The technician was unable to confirm the reported issue. Review of the diagnostic event log identified occurrence of 'ventilator restarted due to anomalies detected during operation'. Resolution and disposition: cpu board was replaced to address the finding. Customer reported a nurse was attempting to use the touch screen when the screen turned off for a moment while the unit was in use on a patient. The unit was replaced with a second v60 vent. There was no adverse patient effect. The problem was not duplicated.

Manufacturer narrative:
During further investigation, a visual inspection of the cpu pcba¿s outer surface revealed no evidence of damage or contamination. The cpu board was installed in an fi test ventilator in normal ventilation and run for at least 2 hours. The ventilator delivered breaths for the whole duration without errors occurring. Only one occurrence of e/c 1100 in the drpta (program crc test failed) was found. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is no relationship of the device to the reported problem. The customer returned cpu board was installed in an fi test ventilator. The ventilator was run for 20 hours without any errors occurring. No failure was found.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The international customer reported that the screen turned off for a moment while the unit was in use. The unit was being used on a patient at the time the reported issue occurred; however, there was no adverse patient effect.